Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead heard the device was beeping. The shock lead impedances were high, out of range. There were no fault codes. Reprogramming options were discussed and even leaving the system as it is was also considered. The rv lead has been implanted for several years and remains in service at this time. No adverse patient effects were reported.